Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the battery not holding charge issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that malfunction alarms occurred. The customer¿s blood glucose (bg) was over 500 mg/dl. Elevated bg addressed with a manual correction injection. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer continued to use the pump for insulin therapy.